Event description:
A reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the adc device compared to an unknown reading on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The emergency services (ems) were called and upon arriving, the customer was transported to a hospital where they were hospitalized for a month. During the customer's hospitalization, insulin (type/dose unspecified) was administered for treatment. It was further reported that a glucose result of "30" was obtained on the hcp meter but it is unknown when the result was obtained in relation to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.